Event description:
Boston scientific received information that, during the implant procedure, this right ventricular (rv) lead was damaged. High out of range impedance measurements were then observed. The decision was made to implant a new rv lead. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observations indicated a complete lead was returned, there were setscrew marks noted on the terminal pin, and the lead body was twisted. The rate/sense polytetrafluoroethylene (ptfe) was bunched in a few places, and the rs coils were deformed. This rv lead passed the continuity test with manipulation. Analysis did not confirm the initial allegation of high out of range pacing impedance measurements, but lead body damage was confirmed.